Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00598004701, tibial component, lot # 60073707, 00597206535, all poly patella, lot # 60095532, 00599604120, articular surface, lot # 62842500 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04331, 0002648920 - 2019 - 00730, 0001822565 - 2019 - 04332.

Event description:
It was reported that approximately 8 months post implantation, the patient was revised of the l knee due to unknown reasons. Attempts have been made and no further information has been provided.